Event description:
The customer reported the differential (diff) mixing chamber of the coulter lh 750 hematology analyzer leaked less than 1 ml of fluid. The leak was contained within the instrument. The operator was wearing a lab coat goggles and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak and replaced torn differential (diff) restrictor tubing at pinch valve vl46b on differential module. In addition, the fse replaced the retic sample line tubing to resolve retic r flags issues. The instrument was returned to normal operation. (B)(4).